Event description:
It was reported that during preparation of the device negative pressure was applied, then it was inserted into the patient's vessel, and the device was inflated. Under fluoroscopy the presence of air was noticed in the coronary vessel. The patient then suffered from a transit ishemic attack (tia). The stent delivery system (sds) was retracted and measures were taken to stabilize the patient. A hole in the sds was suspected.